Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. An elective replacement indicator message was reported to abbott. The device was not returned for analysis; however, event details indicate that the system is up to date. Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient controller was showing replace generator showing end of service from approximately nine months ago. A surgical intervention is anticipated in the near future. No additional information is available at this time.